Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 2cm malignant obstruction during a colonoscopy procedure performed on (B)(6) 2024. The patients anatomy was tortuous and not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, the stent deployed beyond the intended location. The physician used a different size stent to complete the procedure. The stent remains implanted, and the physician is comfortable leaving the stent in place. There were no patient complications due to this event.